Event description:
The customer reported being hospitalized due to high blood glucose over 600 mg/dl. It was stated that the events leading to her admission was thirsty and her blood was locking up on her. The customer was experiencing unexplained high glucose for couple of days. The customer stated that the insulin pump was alarming no delivery and she was not receiving insulin. The customer's most recent glucose reading was 540 mg/dl and was treated with manual injections. Troubleshooting was performed. The time and date on the insulin pump were correct. Ran a displacement and self test and the tests passed. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.